Manufacturer narrative:
This follow-up report is being submitted to document that the device has been returned to the manufacturer for investigation. Section d9 has been updated to reflect that the product was returned for investigation. Related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp (pump 1).

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 58-year-old female patient presenting with cardiomyopathy. Patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. The pump was placed and appeared to have kinked by the outlet cage. It appeared twisted, so the decision was made to remove the device and swap it out for a new one. After insertion of the new cp device, the patient remained on support and expired a few days later. The device will be conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical clinical condition as they presented in scai shock stage d.

Manufacturer narrative:
A5: ethnicity and a6: race are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Updated/selected h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of cannula kinks and pigtail bent were not determined due to lack of clinical details.